Event description:
In 2008 at 10:54 am (pst), the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high readings. After the reported issue began on the same day at 1:30 am, the pt developed symptoms described as "shaky and sweating." At 1:30 am, the pt obtained alleged inaccurate high blood glucose readings of "537, 461, 489, 151, 266, 273, 173, and 176 mg/dl" compared with normal reading/feelings. The patient took his usual diabetes medication regimen of 35 units of nph and 20 units of regular insulin. The patient did not require medical intervention at the time of concern. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, lfs meter reading prior to the symptoms, time and date of symptoms, diabetes medication regimen prior to symptoms, time and date of your symptoms, and recent changes to testing frequency and diabetes medication regimen? During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the testing technique was correct, and the puncture area was cleaned correctly. The pt was unable/unwilling to verify results in meter's memory. This complaint is being reported because the pt claimed he had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.